Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. The customer did not report further issues with qc or patients after troubleshooting with technical support. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sofia2 sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. Customer communicated that the result was confirmed negative by pcr testing. Possible pre-analytical contributing factors as positive qc also failed intermittently at the site.